Event description:
Dr. Has filed a report stating there was extravasation of the joint. Fax received in 2006 from rep. For smith & nephew indicates the following. After all equipment was set up prior to the case he heard the surgeon mention the pump's pressure seemed greater then what he expected based on the digital indicator on the pump. The rep. Turned the pump pressuredown to 20 once the case started and the pressure was so low that the surgeon was having troble visualizing the joint and he requested the rep. Turn the pressure up to 30 where it stayed for the rest of the anthroscopic portion of the case. During the acl resonctruction portion of the case the fluid line was clamped off and there was virtually no pressure in the joint. Near the end of the case the surgeon mentioned that the knee joint seemed stiff and a little swollen. The surgeon made an extra incision in the lateral area of the thigh approx 10cm above the joint line and probed the area inside. Rep. Indicate he did not know what the conclusion was but said the surgeon commented to how the joint seemed to be loosening up. No delay was reported and no injury or complications were noted.